Event description:
A malfunction on a pump was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions for resetting the pump; however, the customer did not have the pump available at the time and was advised to call back if further assistance was needed.